Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead was returned in six pieces. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage. Electrical testing found an internal short between the inner coil and outer coil conductor paths at the connector boot region consistent with procedural damage.

Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing discomfort. Upon review, it was noted that the right ventricular (rv) lead exhibited high capture thresholds. The whole system, including the rv, pacemaker (pm) and right atrial (ra) lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
H10 should include related report numbers.